Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material on the cover of the distal end section¿" malfunction would likely be related to physical damage to the subject device and deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The event can be prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. The legal manufacturer reviewed the costumer provided the cleaning disinfection and sterilization (cds) process where the following deviation from the instructions for use (IFU) was confirmed: the customer did not presoak the endoscope in the detergent solution, and there were abnormalities in the accessories used for reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip and white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch and discoloration, the electrical connector had corrosion due to water leakage, the control unit had discoloration, the up/down knob had corrosion, the universal cord had a scratch, the protector of the universal cord on the scope connector side had a scratch, the scope connector had corrosion, and the electrical connector had discoloration. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the plastic distal end cover had foreign objects. There were no reports of patient involvement.